Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) follows: it was reported that a screw is curved/deformed. No more information to report. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).